Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
The tip of the viperwire fractured in the anterior tibial artery during an atherectomy procedure. The fragment was successfully removed with a snare. Additional information was requested but not received.

Manufacturer narrative:
Failure analysis conclusion: the viperwire was received at csi for analysis. Examination of the guide wire revealed the core wire to be fractured near the distal end. The distal fractured guide wire and spring tip section was not returned. Scanning electrom microscopy revealed the presence of a kink at the fracture location along with large shear dimples on the fracture face of the core wire. There was no other damage revealed with the guide wire that would have contributed to the reported complaint event. The orbital atherectomy device (oad) was also returned and did not exhibit any damage that would have contributed to the reported complaint. The oad speeds were tested and the device spun during all three speeds with no abnormalities observed. The device and components functioned as intended with no abnormalities or unusual sounds observed. At the conclusion of the failure analysis investigation the reported event was confirmed. However, the exact root cause of the fracture could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).